Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient cardiac arrest and death. However, there is no documentation in the complaint file to show a causal relationship between use of the liberty select cycler and the adverse event. Additionally, there is no allegation of a device malfunction or defect reported for this event. The reported cause of the patient death was cardiac arrest. This patient has a history of cardiac surgeries. Patients with end stage renal disease have high mortality due to cardiovascular causes. Sudden cardiac death is the most common form of death in dialysis. (Saravanan & davidson, 2010) based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
On (B)(6) 2022 it was reported that this male patient passed away during treatment on the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was at home connected to the liberty select cycler on (B)(6) 2022. Approximately 45 minutes into the treatment, the patient¿s spouse heard a noise and found the patient unresponsive. The patient¿s son began cardiopulmonary resuscitation (CPR), and emergency medical services (ems) was called. The patient was transported via ems to the hospital. Ems got a pulse back a couple of times; however, the patient expired at the hospital. The cause of death was cardiac arrest. The pdrn stated the patient had several cardiac surgeries in the past (unspecified) as well as other health issues (unspecified) that were ongoing. The pdrn stated there were no issues with the liberty select cycler or the patient¿s pd therapy related to this event. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022 it was reported that this male patient passed away during treatment on the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was at home connected to the liberty select cycler on (B)(6) 2022. Approximately 45 minutes into the treatment, the patient¿s spouse heard a noise and found the patient unresponsive. The patient¿s son began cardiopulmonary resuscitation (CPR), and emergency medical services (ems) was called. The patient was transported via ems to the hospital. Ems got a pulse back a couple of times; however, the patient expired at the hospital. The cause of death was cardiac arrest. The pdrn stated the patient had several cardiac surgeries in the past (unspecified) as well as other health issues (unspecified) that were ongoing. The pdrn stated there were no issues with the liberty select cycler or the patient¿s pd therapy related to this event. No further information was provided.

Event description:
On 12/apr/2022 it was reported that this male patient passed away during treatment on the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was at home connected to the liberty select cycler on (B)(6) 2022. Approximately 45 minutes into the treatment, the patient¿s spouse heard a noise and found the patient unresponsive. The patient¿s son began cardiopulmonary resuscitation (CPR), and emergency medical services (ems) was called. The patient was transported via ems to the hospital. Ems got a pulse back a couple of times; however, the patient expired at the hospital. The cause of death was cardiac arrest. The pdrn stated the patient had several cardiac surgeries in the past (unspecified) as well as other health issues (unspecified) that were ongoing. The pdrn stated there were no issues with the liberty select cycler or the patient¿s pd therapy related to this event. No further information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test, valve actuation test, voltage calibration checks, catch-post hipot test, patient hipot test, current leakage test and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the inside of the rear panel, on the bottom cover under the pump, and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.